Event description:
Same case as MDR ID # 2134265-2013-03764, 2134265-2013-03765. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician did the manual pullback and complete the procedure. No patient complications were reported and patient¿s condition is good.

Event description:
Same case as MDR ID # 2134265-2013-03764, 2134265-2013-03765. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician did the manual pullback and complete the procedure. No patient complications were reported and patient¿s condition is good.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).